Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument is broken.

Event description:
It was reported that the instrument is broken.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. Whilst a confirmed root cause cannot be established, the instrument condition suggests this issue has occurred as a result of normal wear and tear.